Event description:
Healthcare professional reported "ph" (paradoxical adipose hyperplasia) after treatment to the abdomen while using applicator curve 150 (c150) on (B)(6) 2024 and curve 240 (c240) on (B)(6) 2025 for the coolsculpting elite system. Healthcare professional later reported "enlarged firmer fatty tissue" to the upper abdomen on (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting elite system: serial number: (B)(6), catalog number: cs-s3-002-d-00, lot number: ni, UDI: (B)(4). Manufacturing date: 07-feb-2023. Coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00. Lot number: ni. UDI: (B)(4). Manufacturing date: 07-feb-2023.